Event description:
It was reported that the device was being used on a pt for venous access support with the bubble sensor attached to the venous line. The pt was moved to a prone bed (face down position) and the bubble sensor began to alarm. The circuit was checked for air, of which there was none. The device was switched to a rotaflow unit - as per hospital protocol, because the alarm could not be resolved. No pt effect was reported. Ref: (B)(4).